Manufacturer narrative:
(B) (4).

Event description:
The pt had an MRI and did not have the pump status checked after the MRI. During a pump refill session a few days after the MRI was done, a motor stall was confirmed in the event logs with no recovery noted. The pt did not experience a return of symptoms nor was there an audible alarm present. A tube set error message was present. They had planned to re-interrogate the pump and check the event logs again. It was later found that the pump was in a "telemetry state" since the pt did not have any symptoms and did not have refill discrepancies present. The pt status was stated as "normal". The medication being delivered via the device system was not reported.